Event description:
It was reported by the sales rep that during a meniscal repair surgical procedure on (B)(6) 2023 three different truespan devices (2 truespan 12 degree plga and truespan 24 degree plga) misfired and did not deploy during the repair. It was reported that after initial insertion into the joint, the first implant was fired and the truespan gun struggled to be removed from the meniscus. With greater force applied the surgeon was able to remove the truespan gun while also removing the first implant with it. It was reported that the surgeon removed defective truespan after each misfire and switched to another like device. It was further reported that the white plastic sheath was also torn through on each defective truespan device. It was reported that there was a 15-minute delay in the procedure due to the event. There were no adverse consequences to the patient. No fragments were generated. The procedure was successfully completed. No additional information could be provided. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.